Manufacturer narrative:
(B)(4). Info was not provided by affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectal-sigmoid resection procedure, the device delivered no staples. It was not reported how the case was completed. There was no pt consequence.